Event description:
It was reported that the syringe 1ml ll w/o dn experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: 309628, batch no: 8164894. Event description per attached email states: the complainant stated that there was a ¿white, thin hair-like, approximately 1/8 inch long¿ in the syringe. Distributor investigation states: a visual examination of the returned syringe was performed to locate the reported foreign matter. During the visual inspection, the reported foreign matter was observed floating in the content of the returned syringe. The foreign matter was isolated onto the filter paper and triple rinsed. The isolated foreign matter was observed to be white in color with dimensions of approximately 5 mm in length and 0.5 mm in width. The measurements were taken with a ruler. The returned vial was visually examined for the presence of any foreign matter. No foreign matter was observed during visual examination. Therefore, no further testing was performed on the returned vial. All steps were performed under a laminar flow hood using proper personal protective equipment (ppe) to avoid sample contamination. Identification testing was performed on the foreign matter isolated from the returned syringe using the attenuated total reflection mode. The foreign matter spectrum was assessed and a similarity search of the obtained foreign matter spectrum was performed to compare the spectrum with the library spectra. The best match obtained was flax (cellulose material).

Manufacturer narrative:
H.6. Investigation summary: three photos of a loose 1ml syringe with needle containing 0.1ml of clear fluid were received and evaluated. It was observed there was a small white foreign matter particle in the fluid path larger than level 2 in size and was rejectable per product specification. In the verbatim it stated an ftir was performed and ¿the best match obtained was flax (cellulose material).¿ the flax material is used in an extensive variety of applications and the origin could not be determined based on the photos. Potential root cause for the foreign matter defect is associated with the material handling process. No corrective actions are necessary based on the defective rate identified. Batch 8164894 is considered in compliance with our product specification requirements. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml ll w/o dn experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: 309628 batch no: 8164894. Event description per attached email states: the complainant stated that there was a ¿white, thin hair-like, approximately 1/8 inch long¿ in the syringe. Distributor investigation states: a visual examination of the returned syringe was performed to locate the reported foreign matter. During the visual inspection, the reported foreign matter was observed floating in the content of the returned syringe. The foreign matter was isolated onto the filter paper and triple rinsed. The isolated foreign matter was observed to be white in color with dimensions of approximately 5 mm in length and 0.5 mm in width. The measurements were taken with a ruler. The returned vial was visually examined for the presence of any foreign matter. No foreign matter was observed during visual examination. Therefore, no further testing was performed on the returned vial. All steps were performed under a laminar flow hood using proper personal protective equipment (ppe) to avoid sample contamination. Identification testing was performed on the foreign matter isolated from the returned syringe using the attenuated total reflection mode. The foreign matter spectrum was assessed and a similarity search of the obtained foreign matter spectrum was performed to compare the spectrum with the library spectra. The best match obtained was flax (cellulose material).